Event description:
It was reported that the customer was dissatisfied regarding the insulin pump. The customer's blood glucose was unknown mg/dl. The customer was complaining about the malfunction of the insulin pumps. The customer was given a contact information but never replied.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.